Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and suture was used. The patient underwent a debridement of abdominal wall panniculectomy on (B)(6) 2010, and a large infection was noted in her abdominal wall. The patient was hospitalized on (B)(6) 2010 for a mycobacterial wound infection and has had numerous medical procedures and surgeries, medications and therapies. No additional information was provided at this time.